Manufacturer narrative:
Product analysis: visual and functional inspection revealed the ibt has been cut at the bottom near the shaft. Functional check with a sample syringe confirmed the ibt was leaking during the attempted inflation. This type of damage is consistent with the balloon coming in contact with bone splinters while the balloon is inflated in the vertebral body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous balloon kyphoplasty to treat osteoporotic vertebral fracture. Intra-op, while expanding the balloon in the vertebral body, it was confirmed that the contrast media leaked. When the inflatable bone tamp was taken out, a tear was observed on the balloon at the tip. The procedure was however completed successfully with the same product. No patient complications were reported.